Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming of a prismaflex m100 set, a crack was discovered in the exhaust chamber. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that the set deaeration chamber was cracked. White marks were visible on both sides of the chamber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the component damage was not determined. A nonconformance was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.